Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient reported the sensor wire was dangling on the sensor patch. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).